Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg has reached end of life. Surgical intervention was undertaken and the ipg was explanted and replaced.

Event description:
Additional information received reports that the ipg has reached normal end of life. Therefore, this device is no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports that the ipg has reached normal end of life. Therefore, this device is no longer reportable.